Event description:
A malfunction code was reported with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the replacement of the pump, which was confirmed to be within warranty, and a replacement pump was provided to ensure uninterrupted insulin delivery.